Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced low blood sugars at around 1:00am. They stated they blacked out and fell off the bed and when her boyfriend tested her blood sugar with a meter, her glucose value was 20mg/dl. The patient's boyfriend administered the patient sugar water through a syringe and the patient woke up. Additionally, the patient indicated that the dexcom system was working as intended and they tested her blood sugar with a meter because she was unable to see her values on the display screen as it had cracked from falling off the bed. At the time of contact, the patient was doing good. No additional patient or event information is available. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.